Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after shocking a patient, the ECG flatlines during bovie or defib use.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. According to the fse, the customer was using a spare unit upon arrival so he could not confirm the customer's reported problem. The fse reimaged the device in question and tested the unit. The device passed all functional testing and was returned to the customer for clinical use. A search in salesforce found no further related calls. The device did not behave as expected by the customer. However, onsite field service was unable to confirm the reported problem. Because of this, we are considering this to be a malfunction of cause unknown. The attending fse reimaged the device and confirmed functionality. The device remains at the customer's facility. Subsequent to the receipt of this complaint, an issue impact assessment (iia-2975-2022-511) was submitted for the issue reported. Any additional investigation or action taken will be documented in the respective record.

Event description:
The customer reported having a stemi (st-elevation myocardial infarction) case in which they had to shock the patient with a defibrillator (at approx.4:04 and 4:07am). According to the customer, right after shocking the patient, they had a flatline ECG on the boom monitor (customer is unsure if this was the same in the control room). The ECG reportedly never recovered, and the system had to be rebooted.

Event description:
The customer reported that after shocking a patient, the ECG flatlines during bovie or defib use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.